Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the closure device got failed. After the procedure, the patient displayed signs of possible stroke.

Manufacturer narrative:
No apparent adverse event was reported. Information from the field indicated that during procedure, the closure device got failed. There was no stroke and there were no other issues reported with the 23mm navitor valve. A returned device assessment could not be performed as the device was not returned for analysis. Based on the available information, there are no patient effects related to the flexnav delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the closure device got failed. There was no stroke and there were no other issues reported with the 23mm navitor valve. The patient was reported discharged with no subsequent stroke symptoms.